Event description:
Olympus (osh) was informed the customer endoeye high-definition, autoclavable video telescope was returned to the olympus repair center for a reported ¿insertion part damaged¿. The customer reported issue was found during reprocessing. Upon inspecting and testing, olympus identified the cable unit at the protector position was fractured. No death or injury and no harm to patient or other was reported to olympus. This report is being submitted to capture the broken off component defect.

Manufacturer narrative:
The repair inspection did not confirm the customer¿s reported insertion part damaged, however, it identified the cable unit protection sleeve (strain relief) is ruptured. The inspection also noted minor light guide fiber bundle breakage at the distal end of the outer tube. The device has not been repaired in the last year. The device history records (DHR) was performed for the affected lot number without showing any non-conformities or deviations regarding the described issues. The investigation by the legal manufacturer determined that there is no design, manufacturing, material or processing related cause for the reported event. However, based on the physical evaluation, the cause of the ruptured protection sleeve is potentially due to improper handling by the user. Olympus will continue to monitor the occurrence rate of the reported phenomenon related to the device.